Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced a number of symptoms related to an abscess near that patient's groin. While examination under anesthesia, nearly complete excision of the surgical mesh was performed with copious irrigation, copious irrigation of right vaginal sinus tract, vaginal mucosa trimming. Intraoperative findings: surgical mesh was visable, ~4-5 cm piece is totally encapsulated/blackish in color, suburethral and ~95% of left arm of aris/mentor excised, right inferior ramus sinus tract healing nicely (now ~5 cm in depth), no evidence that the sinus tract runs out the exit right inner thigh/groin wound any longer, right inner thigh/groin wound looks outstanding/granulating/healing nicely.

Manufacturer narrative:
Corrections to imdrf codes.